Event description:
During surgery for left total hip replacement, the head of a flexible reamer 12 mm broke off inside of the pt's femur. Unable to surgically remove reamer head. Incision closed with reamer head left inside pt. Remainder of reamer has been impounded in the hospital pathology dept. Potential for infection related to device being retained inside pt.